Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09762.

Manufacturer narrative:
Evaluation: results: a microscopic inspection of the returned extension confirmed all of the wires had separated in the extension header assembly strain relief. No electrical testing was performed due to the visual confirmation of the damage and the explant damage. The damage is consistent with a sudden overstress to the extension while implanted. The damaged wire resulted in the invalid impedances and loss of stimulation observed in the field. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.